Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a transpac® it monitoring kit w/03 ml flush device, safeset¿ reservoir and 60" (152 cm) pt tubing. The reporter stated that the syringe wings have broken on the arterial closed system in the adult ICU. There was no harm reported.

Event description:
Additional information was received from the customer stating an internal inspection into the reported issue occurred at the university hospital. On-site inspection was performed on these products and no defects were found. Hospital staff further discussed this issue and they concluded that user error was involved but there was no immediate risk to patients at any time. The customer stated that training on the product will be repeated at the hospital with the users.

Manufacturer narrative:
Additional information can be found in section b5.

Manufacturer narrative:
The following items were received for investigation: -(B)(4) used list #011-46114-34, transpac® it monitoring kit w/03 ml flush device, safeset¿ reservoir and 60" (152 cm) pt tubing; lot #unknown. -(B)(4) used partial extension set; list #unknown, lot #unknown. Pre-engineering evaluation: unknown solution residuals were observed in the used list #011-46114-34 transpac and also in the mating device. Visual: during visual inspection, the plunger was found detached from plunger tip and the plunger tip was unable to be pulled back within the safeset reservoir. The probable cause of the detached plunger tip from the plunger is due to the clips not being fully inserted or engaged into the mating component during the manufacturing process. The reported complaint of broken syringe wings was confirmed on the returned set. During visual inspection, the plunger was found detached from the plunger tip. The plunger tip of the safeset reservoir was separated and unable to be pulled back. The probable cause was due to the clips not being fully inserted (engaged) into the mating component during the manufacturing process. Date returned to mfg: 9/8/2022.